Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Unable to test for excessive no delivery alarms due to prime anomaly. The bolus wizard functioned properly per bolus wizard sample in the user guide. The insulin pump has normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump passed a21 test and self test. No a21 error alarm, low reservoir alarm or low battery alarm noted. The insulin pump passed rewind, basic occlusion and displacement tests. The insulin pump had minor scratched lcd window, crackled lcd window, cracked case at the display window corners, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had boluz wizard anomaly. Customer's blood glucose 33 mg/dl. The customer's mother stated that the carbs are off, and date/time is off as well. The customer's mother as advised that there are no issue with the pump. The customer's mother feel better replacing the insulin pump. The customer was advised that the device would be replaced.